Manufacturer narrative:
Tandem¿s t:slim x2 g5 user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received. Reportedly, the cartridge had been filled with 130 units of insulin. The cartridge was reloaded to address the issue and it was reported that air bubbles were observed within the infusion set tubing. The customer informed tandem technical support (cts) that the air removal process had not been performed prior to filling the cartridge. Cts reviewed the cartridge fill procedure. Reportedly, a new cartridge was loaded to address the issue. Blood glucose level was 200 mg/dl.